Event description:
It was reported during remote follow up that the device exhibited a bluetooth telemetry issue and missing electrocardiograms. At in clinic interrogation, it was discovered that the device was in backup mode. Cause of the backup was not able to be identified, and restoration attempts were unsuccessful. The device was explanted on (B)(6) 2025 and replaced. The patient was stable.

Manufacturer narrative:
Correction: h6 correction to inappropriate or unexpected reset to reflect ICD.

Manufacturer narrative:
The reported event of wireless communication issues, output anomaly, and unexpected reset was confirmed. The device was received in backup mode with normal telemetry communication. Device image analysis indicates data corruption occurred due to hardware-related issues. Further analysis of the hybrid circuitry identified elevated current drain consistent with a hybrid integrated circuit anomaly that resulted in the reported events.